Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. The cause of the event cannot de determined; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned a patient with a 25mm aortic valve implanted in aortic position was re-hospitalized after an implant duration of approximately four (4) years due to pannus and possible thrombus leading to leaflet motion restriction, restricted opening and high gradient. The CT scan also showed leaflet thickness. Reportedly, the 25mm valve was implanted sewed in a vascutek composite graft. Patient already got anti-coagulation therapy (ac), but was currently starting with more intense/aggressive ac therapy. As reported, the patient would be followed in the next three months and considered for tavi in case of no improvement.